Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a social media post that the customer received emergency medical assistance or got hospitalized due to high blood glucose and diabetic ketoacidosis several times, with unknown blood glucose levels at the time of the incidents. The post did not mention how the customer treated the highs. The post did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed and no further information was obtained. The customer could not be identified from the post. The post reported issues with battery cap damage, un-alerted insulin flow blocked alarms, faulty infusion sets, cannot find sensor alerts, and issues with broken retainer rings where the reservoir can slide out of the pump. The insulin pump will not be returned for analysis.